Event description:
It was reported that the user had a previous revision surgery in (B)(6) 2022 to improve the positioning of the floating mass transducer (fmt). During this revision surgery the initially used rws-coupler was exchanged with a rw-coupler. After the revision surgery the user did not wear the audio processor immediately. He reported that the fitting was too loud. The hearing threshold was getting worse when the device was directly stimulated and the fitting had to be adjusted to be louder. After this, the user was not really able to hear and started to use normal hearing aids.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported issue of lack of auditory perception appears to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. Further it was reported that the recipient requested to have the device explanted due to tinnitus, but it was already present prior implantation. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was complaining of a loud tinnitus and requested to have the device removed. Reportedly, the user has a history of tinnitus and it could be also heard when the audio pocessor was not in use. The user was not re-implanted.